Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 7:00 pm with a blood glucose level of 32 mg/dl. The customer was treated for their blood glucose with manual injections. The customer states that their old insulin pump broke and has a new insulin pump. The customer was assisted with retrieving the settings form their old pump to program the new device.